Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited motor failure. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the bottom case and plunger case. Event history log review confirmed a pump motor drive phase b post as well as low battery occurred. Functional testing was unable to duplicate the reported issue. The root cause was determined to be low battery power. The battery was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.